Event description:
The surgery center reported that the sponge broke apart in a bunch of pieces once they tried to pull it out. They had to go in and fish all the pieces out.

Manufacturer narrative:
Deroyal: the reported sample is not available for eval. Deroyal's supplier has been notified of the issue for further investigation to be performed. The investigation into the root cause is in process.